Event description:
Patient undergoing accelerated partial breast irradiation when the machine gave an error message. Treatment was halted and source retracted. The system was restarted. Pt received a few more seconds of when the same error message appeared. The source was retracted from the patient however, the source did not totally retract into the shielded park position. Vendor notified. The wire/source was removed and replaced. FDA safety report ID# (B)(4).